Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h2; h6. Attempts have been made to gather all product identification information, and no further information has been provided. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b3, b5, d1, d6a (unknown), d6b.

Event description:
It was reported that the patient underwent a revision of the stem due to unknown infection. A spacer stem was implanted for approximately 7 (seven) days and then removed. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient underwent a revision approximately 7 (seven) days post implantation due to infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in (B)(6). H6: proposed component code : mechanical (g04) - stem the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.